Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis; the delivery system was not returned. Visual inspection found the stent fully expanded and deployed. No damages were noted with the stent. Product analysis did not confirm the reported event of a stent partially deployed as the device was received fully expanded and deployed. There is no evidence of the reported event based on the condition of the returned device. Therefore, taking all available information into consideration, the overall root cause of the reported event is no problem detected.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the main bronchus to treat a bronchial stenosis during a stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent did not fully deploy. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the main bronchus to treat a bronchial stenosis during a stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent did not fully deploy. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.